Manufacturer narrative:
The exact date of the event is unknown; however, it was reported that the event happened in (B)(6) 2019. Therefore, the provided event date, (B)(6) 2019, was chosen as a best estimate. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was inserted through the endoscope. While the device was inside the patient, it was noticed that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second dreamtome 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.